Event description:
The pt was sitting in a chair while the caregiver was positioning the ceiling lift to perform the pt transfer. The gate between the fixed track and the traverse was not properly locked and the ceiling lift fell out of its track and hit the pt's hand. The pt was assessed at the emergency clinic, she had a swelling hand but no fracture. Reference MFR report # 9681684-2014-00016.